Event description:
Event description guidant received information that this pacemaker was prophylactically explanted and replaced due to the hermetic sealing component advisory. During the procedure it was noted that the atrial lead had a low impedance, of 115 ohms; a fracture was suspected. Also, it was noted that the patient's p-wave measurements were quite variable, from 0.7mv to 5.3mv. The atrial lead was connected to the new pacemaker, but the device was programmed to only provide ventricular therapy.the explanted device was returned for analysis.